Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 05 intermittently occurred. Reportedly, the customer had followed the prompts during the load sequence. A new cartridge was loaded to resolve the issues. Furthermore, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer resumed insulin therapy to address elevated bg level.